Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pump failed the pim leak test. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced pim to resolve the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. Investigation was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received pim with a reported unit failure message of fails pim leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure message of pim tests fails with result of leak diff. Pres. -217 mmhg; the factory specification is +-10 mmhg. Pim failed testing. Retaining pim in the fat dept. As per procedure.

Event description:
N/a.